Manufacturer narrative:
The patient's dob, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Foreign: (B)(6). Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a pinhole leak was present in the middle of the balloon. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat a severely calcified mid lad. During the second inflation at 18 atm, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.